Event description:
The unit displays wrong syringe size. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The uint recognized a 60cc bd syringe as a 30cc syringe and infused as such due to the size calibration being out of specification. The size potentiometer clamp was cracked, which could have contributed to the drift out of specification. Medex was able to confirm the issue and determine a cause. The unit was repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.